Event description:
Related manufacturer reference# 3006705815-2019-02461. The patient's ipg has been added to this event as a new device (device 2).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation due to possible lead fracture. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Related manufacturer reference# 3006705815-2019-02461.